Event description:
It was reported that the catheter broke during implantation.

Manufacturer narrative:
The distal tip of the returned catheter is torn at an angle through several flow holes. There were no other noted anomalies. A review of the mfg records showed no anomalies. Damage to the catheter can occur when the needle and catheter are not removed simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling.